Event description:
Pt diagnosed with parkinson's disease, the medtronic, activa quadra neura plura stimulator was inserted. In 2000, the pt became worse. It was found that the pt did not have parkinson's disease and the device was removed in 2000.